Event description:
It was reported that a large volume infusor had white floating particulate matter. The device was filled with fluorouracil half strength. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured october 24, 2014 and october 25, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a black particle approximately 0.02 square mm in size, embedded in the material of the stressmember component. The particle was not in the fluid path, it was molded within the material of the stressmember. Fourier transform infrared spectroscopy (ft-ir) was attempted, but the embedded particle was insufficient to produce visible signals on the ft-ir spectra. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.